Event description:
This device was implanted on (B)(6) 2013 and was explanted on (B)(6) 2013 due to dissatisfaction with the product. The device was too large and uncomfortable for the patient. She requested a smaller battery. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).